Manufacturer narrative:
Corrected data: b5, h6 (clinical, problem and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the cns, that the cardiosave intra-aortic balloon pump (iabp) they've named "buckey" is not receiving power. Staff was getting ready to take patient for a walk. Unplugged bucky console and it gave a battery alarm. One battery was completely drained. Second one was barely half charged. Console was plugged in to a red outlet. Battery was switched out from a second console (not being used) to allow patient to ambulate. It drained too and did not charge. The power indicator light was not lit. There was no patient harm.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10. Despite our good faith efforts, no more information or response has been received. If new information is received this complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) information regarding the serial number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the production identifier component of the UDI is not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the cns, that the cardiosave intra-aortic balloon pump (iabp) they've named "buckey" is not receiving power.